Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was being placed on impella 2.5 for hemodynamic support. It was reported that the patient was having lots of bleeding and received blood products, heparin was decreased in purge. It was reported that after 223.28 hours of support that care was withdrawn. The patient expired thereafter with no allegations made toward the impella as the cause of death, however there is not enough information to exclude the impella device as an associated factor in the patient's demise.